Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had difficulty obtaining good, stable placement in the right ventricle with the attempted passive fixation lead. The lead was removed and an active fixation lead was successfully implanted. No patient complications have been reported as a result of this event.